Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information revealed the patient was transplanted due to patient driveline damage and history of pump stops (short to shield, external percutaneous lead repair previously performed but driveline damage persisted, thought to be internalized to driveline exit site). The patient had an external percutaneous lead replacement on (B)(6) 2021. The patient was made status 2 on heart transplant list as a result. On (B)(6) 2021, the patient received a heart transplant. Lvad stoppages noted in vad history: believed secondary to short to shield with speed drops. Malfunction was believed to be more related to an internal driveline wiring issue. At the time of transplant, the left ventricular assist device (lvad) appeared to be functioning properly but driveline damage was present leading to urgent heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events while the device was connected to the mobile power unit. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire fatigue that could have caused the low speed events. It was reported that the patient had speed drops while the device was connected to the mobile power unit. X-rays were taken of the driveline, and the patient was placed on an ungrounded patient cable or 14-volt batteries due to suspected driveline wire damage. A driveline repair was performed on (B)(6) 2021. The patient reportedly experienced a pump stop approximately a month after the driveline repair and was upgraded on the heart transplant list. The patient received a heart transplant on (B)(6) 2021. Approximately 20.5¿ of the distal end of the original pump driveline was returned with tape around a section of the silicone jacket. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the silicone jacket found a cut and a tear in the jacket at approximately 10.5¿ and 13.75¿ from the controller connector. The bionate layer was discolored but otherwise unremarkable with no signs of damage. The bionate was removed and moderate metal braided shield breakdown was noted around the terminus of the controller connector bend relief. The shielding was removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. (B)(6) was returned assembled with the driveline cut approximately 10¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 28¿ with a driveline repair at approximately 18 to 22¿ from the controller connector. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 5.5¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief was returned over the outflow graft with the sealed outflow graft bend relief collar secured. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Examination of the pump blood-contacting surfaces upon disassembly also revealed no laminated or denatured depositions or thrombus formations. Evaluation of the driveline returned with (B)(6) found that the controller connector and silicone jacket appeared unremarkable. Some bionate discoloration was noted proximal from the driveline repair; the bionate otherwise appeared unremarkable with no damage other than cuts for the driveline repair. An electrical continuity test of the returned driveline was conducted with a digital multimeter, and all wires were found to be electrically intact. Moderate metal braided shield breakdown was noted approximately 8.25¿ to 9.25¿ from the pump body. Examination of the underlying wires found wire insulation damage with breaches in the red wire at approximately 8.5¿ from the pump body, black wire at approximately 8.75¿ from the pump body, and green wire at approximately 8.75¿ from the pump body. The wire insulation damage appeared consistent with repetitive flexing and abrasion with the metal braided shield over time. Examination of the remaining driveline wires did not find any additional wire insulation breaches. The driveline was submerged in a saline bath for hi-pot testing with an insulation test which confirmed the wire insulation breaches. No other areas of current leakage through the insulation of the driveline¿s wires were identified with an insulation tester. The low speed events could have occurred if any of the exposed wire conductors contacted the metal braided shield while the device was connected to the mpu resulting in a short to shield. Low speed events or pump stops could have also occurred on ungrounded power if any two of the exposed conductors contacted each other or the metal braided shield at the same time resulting in a phase to phase short. Examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting was slightly discolored reddish-orange and opaque with a smooth texture. The pump underwent cleaning and reassembly. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a drop in pump speed concurrently with a driveline fault. This fault occurred when the patient was on the mobile power unit (mpu). A review for the log file revealed driveline faults and multiple low speed advisories on (B)(6) 2021. The speed drops were as low as 3750 rpms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricle assist device (vad) is connected to the mpu. An x-ray of the driveline was requested. Percutaneous lead damage was suspected and the patient was admitted to the hospital. The patient was kept on a no-ground patient cable and/or battery power due to the suspected short to shield. A driveline repair was performed on (B)(6) 2021. Driveline x-rays were not submitted but were reviewed on site and found to be unremarkable.